Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Instrument was returned broken at tip . Visual testing of instrument performed using microscope. No defects or markings were noted on instrument. It is recommended that the tip be at treatment site before engaging power. Recommended settings for puendo5 are minimum of 1 and a maximum of 7. Also, these tips should be used with water. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. All of these factors may affect the longevity of the tip. Root cause is not determined.

Event description:
In this event it was reported that a proultra endo tip #5 broke during use; no injury resulted.